Event description:
Narrative from staff: while performing a cto pci (chronic total occlusion) in the cath lab an interventional wire was advanced (cp12) retrograde from the lad (left anterior descending artery) into the rca (right coronary artery) and attempted to break through the occlusion. The decision to exchange wires was made and upon trying to pull back the wire it appeared to be "stuck". After some thought and a second doctors consult there was nothing to do other then pull it back. The wire unraveled and broke apart leaving the distal tip of the wire in the rca and some of the unraveled wire all the way back through into the left system. We stented the left main and lad pinching the wire between the vessel and the stent so that it would not go anywhere. Other equipment in the body at the time was a 7f ebu 4.0 and a 150 mm caravel microcatheter.